Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: 2.50/+6.00/x072. Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2, 2.50/+6.00/x072 diopter implantable collamer lens in the patient's left eye on (B)(6) 2015. Excessive vaulting was noted and the lens was removed from the eye. No information if lens was replaced. Supplemental will be submitted when additional information is received.

Manufacturer narrative:
(B)(4). The lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found dried and discolored foreign material on lens surface but no visible damage. (B)(4).